Manufacturer narrative:
Complaint reference number: case-(B)(4).

Event description:
It was reported that, after a tka surgery was performed, the investigation surgeon became aware that a left genesis ii femoral component was implanted into a right knee, and the patella was resurfaced. It is unknown how this adverse event was solved. Further information is currently unavailable.

Manufacturer narrative:
Section h10: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the clinical root cause of the reported left genesis ii femoral component implantation in the contralateral (right) knee is reported as a user error. Reportedly, no issues with device packing or labeling is being alleged. Consequently, the potential patient impact beyond the reported contralateral placement of the left femoral component in the right knee, include potential risk for patella instability with range of motion, pain, and revision of the implants. It was further communicated, ¿due to mal tracking of the patella implant, the patella could dislocate as each hand of the genesis ii has the trochlea groove lateral to the centerline.¿ how the adverse event was treated or if resolved is unknown and the patient¿s current health status was not provided. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).